Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen was taking longer then expected to respond to presses. Reportedly, the customer has to press buttons multiple times for the pump to respond. Troubleshooting with tandem technical support was performed and the touchscreen was not responding. Customer's blood glucose level was not impacted. Customer stated they have back up manual injections for insulin therapy.